Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("had my hysterectomy to remove") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("spent 8 months chasing symptoms"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: adverse event, medical device removal".

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my "hysterectomy" to remove') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal pain lower ("I have a new severe lower abdominal pain"). The patient was treated with surgery (underwent "hysterectomy"). Essure was removed. At the time of the report, the medical device removal and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: adverse event-abdominal pain lower, medical device removal". Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received- event adverse event updated to abdominal pain lower. New reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.